Manufacturer narrative:
The blower was returned to event medical for further analysis. Visual inspection of the blower showed sign of cracks next to the housing screws . The analysis concluded that the blower damage resulted from a faulty blower with loose or faulty impeller which came into contact with the housing of the blower leading to the malfunction and triggering the blower fault alarm. If additional information becomes available in the future, a supplemental report will be issued. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all event medical quality specifications. If additional information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter located outside the u.s. Reported ventilator displayed the blower fault alarm while ventilating on a patient. The patient was removed from the ventilator and placed on manual ventilation with no harm reported. Service inspected the ventilator and noticed that the device blower was damaged. The blower was replaced to address the issue.